Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0jp8w, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient started having problems on (B)(6) 2014 about two weeks after their device was implanted. The patient had a urinary tract infection (uti) and their device seemed to still not work. The patient did well during their test and for two weeks after implant they were really well controlled and then their stimulation started to bother them so they went to their healthcare provider. It was found that the patient had a uti on (B)(6) 2014 and their symptoms were coming back as well. The patient stated they went back to their doctor on (B)(6) 2014 and the uti was clear at that point but the patient was still having issues. The patient¿s doctor switched their device to program 2 shortly after and then the patient changed to program 3 two weeks later and was still having most of their symptoms at the time of report. The patient was seen by their nurse the day of report and the patient had urine collected and it was found there was no uti present. The nurse changed the patient¿s program back to program 1, which was the patient¿s original program that provided relief of symptoms right after implantation. The patient was going to report back to the office in 2-3 weeks to discuss symptoms.